Manufacturer narrative:
The device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility initially reported an infusion pump with failure code 512:320:844. The event was reported to have occurred during patient use. A follow-up phone call determined that the pump shutdown unexpectedly during infusion of fluid and medication on a patient. According to a hospital representative, the pump was plugged into a red (emergency power) outlet before and during the reported event. Later, during the biomed department's inspection of the pump a constant beep was heard. Recycling the pump in ac and dc power did not stop the constant beep. The facility representative also noted that after the pump shutdown while infusing on the patient it was replaced with another one and patient infusion continued. The representative also stated that no patient injury or medical intervention had been reported and that no additional information or contact was available.